Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
It was reported that the sedline was unable to get the value of artf. The artf was not increase or decrease at all. No known impact or consequence to patient.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned sedline module was evaluated. During evaluation the cable passed all visual and functional testing. The module was determined to be functioning as designed. (B)(6).